Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), analysis of the desktop charger found that it had a broken connector pin. There was no allegation of a broken connector pin, and the analysis finding completed on (B)(6) 2017 was the date that the manufacture was first made aware of the pin being broken. (B)(4).

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's recharger was not charging the patient's implant and screen remains blank. The family/friend reported the patient was in pain and had a return of symptoms due to not being able to recharge ins. It was reported that the recharger was plugged into ac power source and recharger was reset but was still not charging. No further complications were reported and/or anticipated.